Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will be sent for investigation.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. The allegation of frequent ipg charging has been confirmed. The investigation is assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will be sent for investigation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2023.